Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient says that last week they started seeing a reposition antenna screen on their recharger. Patient says they last successfully charged implant about a week prior to this. The patient was redirected to their healthcare provider to further address the issue. The patient called back and stated that he is still not able to charge his ins since (B)(6) 2023 pt stated that an employee at the hcp office told pt that they have never seen the screen he is getting. Pt reported there is a picture of a person with half the body black and the other half is white. Pt was told the equipment is defective and he needs to have it replaced. Pt stated the employee at the hcp office tried to restart the ins last weekend. Pss is sending a message to the local field rep about pt call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported steps taken were seeing an hcp, and a reboot occurred, and took time, indicating likely overdischarge. When asked if the issue was resolved, pt reported there was around 1 more year of life left in the battery, and then will replace it. Pt is making an appointment in july/august to evaluate the situation. Weight was asked, but not reported.